Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The patient reported that cgm displayed value of 167mg/dl compared to bg meter value of 32mg/dl. The patient stated that he had passed out and was taken to doctor by ambulance and stayed for 5 to 6 hours from (B)(6) 2016 at 1:30am. The patient was stabilized and was given blood and urine test, then later released. The patient stated he was treated but not sure of medications administered for the low blood glucose that was experienced. At time of contact the patient's condition was good now. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.